Event description:
It was reported that during a laparoscopic hepatectomy, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in a yielded condition. Additionally, the floor was found damaged. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the found damaged of the floor. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.